Manufacturer narrative:
Exemption number e2015058. The device history record for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of products from heartsine technologies (B)(4) on the (B)(6) 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 passing an auto self-test and was manually power cycled. The device was disassembled for investigation. Upon visual inspection of the returned device corrosion was observed on the membrane tail and throughout the pcb. The corrosion on the membrane tail would account for the device being unable to be powered off via the on/off button. Heavy corrosion and electrolyte was observed within the returned pad-pak

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on with pad-pak expiry 12-2017.